Event description:
Procedure: tep totally extraperitoneal according to the reporter: surgeon performed lap inguinal hernia via tep approach and as he removed the trocar, he did a finger sweep around the retro-rectus space and discovered the plastic sheath. Surgeon removed the sheath without difficulty. Was the device used in patient: yes was there patient involvement: yes current patient status: unknown. Was there patient injury/hazard: no was there user involvement?: no was there user injury/hazard?: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. Device fragment fall in patient cavity? Yes if yes, what component? Plastic sheath of dissector balloon or trocar. Device fragment left in patient? No what was done to correct condition? Fragment was removed when discovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).